Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The patient was implanted for urinary dysfunction and gastrointestinal/ pelvic floor issues. The consumer reported that she had poor communication with her device and saw the poor communication screen. The patient was recently implanted and did have bandages/swelling present. Furthermore, the patient indicated that they were educated under anesthesia. By the end of the call, the patient was able to communicate with the device. She was on program 1 at 2.2 and stimulation was on. It was noted that the patient had an orgasm on (B)(6) 2015 once from the stimulation but it was not indicated to be an adverse event. The location of symptoms was the vagina. Additional information received from the consumer reported that she had a loss of therapy. The patient did not feel stimulation, but the device was not on. The device was turned on and this resolved the issue. Symptoms reported were using the bathroom. The patient saw the poor communication screen again when trying to adjust stimulation. They heard the programmer beeping 10 times. Repair thought it may be a software issue. Follow up is being conducted with regard to the cause of the patient's symptoms. Additional information later received from the patient reports the patient doesn't believe the device was always working, she said she had to keep upping the stimulation on the remote.